Event description:
Corporate product surveillance received a maude report regarding an interlink vented paclitaxel solution set in which a leak was observed. According to the report, the pharmacy technician observed a leak from the tubing below the filter during priming. There was no patient involved. Therefore, there are no reports of patient injury, medical intervention, or adverse events associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.